Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The medtronic representative was on site installing equipment when he discovered the issue. April 25, 2015 the medtronic representative installed the screen in the mvs and turning on the mobile view station (mvs); he saw smoke (some electronic board inside the screen was burned). Then, with the intention of testing operation, another screen was connected to the mvs system, obtaining correct image of software. On april 26, around 08:30 the medtronic representative continued the process of installing the equipment, but when he tried to turn on, the equipment was started around 1 second and then was turned off again. When he opened the back cover of the image acquisition system (ias) to check the fuses, hr observed one of the charger boards without the led and a dangerous level of condensation of humidity inside the electronic boards and metallic parts, he disconnected the equipment from the wall and pulled out the other covers. Some minutes later, the operating room suffered more humidity and high temperature (the conditioner system fail and delivered an extremely high humidity, this produced water in all places inside and outside of both equipment). Then, around 15:00 hrs, the conditioner air started to cool the or and started a faster drying of the equipment but, over some boards like the switching power board, appeared a lot of sulfating surface. Considering how dangerous can be energizing the equipment with electronic boards wet. The medtronic representative decided not connect it to the wall or make test, until the operating room meets the minimum standards of humidity and the equipment completely dry. The following parts were replaced: pcba battery charger 2; pcba rwk pwr switching board; display med grade 30 in; motion cntl box positioner. Per the medtronic representative, the issue came from high humidity and heat causing issues with the imaging system. Once imaging system was in a cool, non-humid environment system functioned normally. Issue resolved. System checkout found that the system was then functioning normally.

Event description:
A medtronic representative reported that when connecting the imaging equipment during installation, smoke was observed from inside the mobile view station (mvs). The image never appeared on the screen, only the green power light (led) was observed. There was no patient present when this issue was identified.